Event description:
Same case as manufactuing number 6000089-2005-00983. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from two stents were encountered, in 2005, using a radial approach, a wizdom wire along with a 6fr mach 1 vl3.5 was successful in crossing a mildly calcified, total occlusion of the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 1.5 x 15 mm sprinter balloon to 8 atms for seconds and then again with a 2.5 x 15 mm sprinter balloon to 10 atms for 30 seconds. The calcium had resisted pre-dilatation, but the physicians were able to cross the lesion with a 2.5 x 10 mm ultra balloon. The area was then dilated 5 times to a maximum of 12 atms for 40 seconds. With the vessel adequately prepared, they delivered a taxus express2 2.5 x 24 mm drug eluting stent distally in the lad at 20 atms for 20 seconds. The physicians experienced balloon withdrawal resistance so they repeated the dilatations twice to 16 and then 14 atms for 20 seconds. They then had to pull forcefully to remove the balloon. A taxus express 2.75 x 32 mm stent was deployed overlapping the proximal edge of the first stent at 14 atms for 25 seconds. Again, there was some balloon withdrawal resistance but they were able to remove the balloon with force. The stented area was then post dilated with a 2.75 x 20 mm quantum maverick balloon to 18 atms for 20 seconds. The physicians obtained excellent stent placements. There were no reported patient complications.